Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use event on 16-june-2024.the event occurred within 2 days of insertion.the blood glucose level was 585 mg/dl at the time of event therefore, the patient was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.